Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 (non-target scope connection) occurs due to corrosion of the scope connector a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that the problem occurred due to the scope connector was water leakage, causing a failure in the electronic components should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed a e315 error. There were no reports of patient involvement.